Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec set 20dp 30in w/hanger ll experienced defective/damaged tubing. The following information was provided by the initial reporter: one of my weekend nurses gave me this package stating that there were 3 secondary sets with holes around the top of the tubing near the drip chamber. Are you able to give specific dates/times for when the instance happened? 8/30. Were any of these three hooked up yet with a patient? Or were they like this out of the package and never used? They were like this out of the package and never used. Was there patient involvement or harm for this specific instance? If so can you provide any information such as age, weight, diagnosis? No patient harm. The rn found the holes when she opened the package to hang a new medication.